Event description:
A 3.0mm diameter by 12mm length s7 stent delivery system was inserted in an attempt to direct stent a 99% lesion in the obtuse marginal coronary artery. The stent delivery system was unable to advance through an extremely tortuous left main and circumflex coronary artery therefore it was removed with slight resistance. Upon removal of the device from the pt, there was no stent on the delivery balloon. The stent had dislodged from the delivery balloon at a bend of the circumflex and left main coronary artery. The stent was successfully snared and removed from the pt. Subsequently, the target lesion was pre-dilated and another s7 stent was successfully deployed. The pt was fine post procedure and there is no additional clinical sequelae reported relative to the event. The vessel tortuosity likely contributed to the stent not crossing the lesion.